Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 1

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event where insulin "leakage" occured at the infusion sets site within a few hours, reported between oct 2023 and 30 may 2024. The customer resolved their issue by replacing infusion set and resumed insulin. No further information available.